Event description:
It has been reported to philips that both the bed and the stand can't move there was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the procedure was completed on another system. The philips field service engineer (fse) inspected the system onsite and confirmed the geometry fault issue. Review of the system log file confirmed the malfunctioning of geo pc and geo pc communication issues. Upon inspection, the fse determined that the geo ipc was failed on bootup and found that the geo ipc was defective. The fse replaced the geo ipc. After replacement of the geo ipc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.